Event description:
It was reported that the intraocular lens (iol) emerges from the cartridge with the trailing haptic tucked over to the left and stuck on the posterior surface of the optic. The haptic often becomes free on its own but sometimes requires manipulation with a second instrument. As the haptic unsticks it swings up and around. No injury is caused; however, the doctor thought that there was potential to cause damage to the endothelium. No damage to the iol occurred and it centers well. No patient injury was reported.

Manufacturer narrative:
(B)(4). This field is not completed as this report is being filed on an international product: tecnis itec preloaded 1-piece iol, model pcb00, which has a similar product, tecnis 1-piece iol model zcb00 that is distributed in the united states under PMA p980040. Device manufacture date is unknown because the serial number is unknown. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.